Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was doing well at the time of this report. It was stated that the patient was aware that they could call the manufacturer's representative at any time if they had further questions or concerns with their therapy. Additional information would be added as it is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's surgery was scheduled this morning due to high blood pressure. It was stated that they did not have a new date yet.

Event description:
It was reported the neurostimulator was overdischarged. It was noted they recovered the neurostimulator after three physician mode recharges and at the time of report the patient could not recharge the neurostimulator. It was logged the patient had been charging since the day prior to report but the neurostimulator would not take a charge. It was reported the ins battery level icon had not changed since the day prior to report. It was reported that 2 months prior to the report the patient fell on the battery and heard a crack. It was logged that the patient had not had therapy since that time. It was noted the manufacturer representative was going to try to interrogate the neurostimulator on the day of report. It was noted the exact date of the overdischarge was unknown. Additional information received reported the patient fell on their battery, the overdischarge was confirmed and the patient demonstrated recharging and was able to easily achieve 8 bars. It was noted they did not indicate a history of difficulty recharging and said they kept their device charged until it stopped functioning after their fall. It was logged the patient was not receiving stimulation. It was noted the patient had a pump implanted for pain management. It was noted the patient still had some pain and he had always been in pain since the original injury. It was reported that during battery replacement they would use a multi lead trialing cable to establish lead integrity. It was noted that if the leads were out of range they would also be replaced, and the case was not yet scheduled at the time of the report. It was logged that the outcome was that the currently implanted ins was over discharged and the patient was awaiting scheduling for a replacement. Additional information received reported the patient case was rescheduled to (B)(6) 2014, the outcome was there was still no therapy, and the ins was to be replaced on (B)(6). It was noted the manufacturer representative would try to recover the explanted ins to return for analysis.